Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported hemorrhagic shock during a surgical washout. The patient received a blood transfusion and the issue was resolved. Bleeding is listed as an adverse event that may be associated with the use of the hm3 lvas. Hm3 IFU document #(B)(4) rev c lists bleeding as an adverse event that may be associated with the use of the hm3 lvas. This IFU outlines recommended anticoagulation therapy and inr ranges. The patient remains ongoing on vad support with no further related issues reported. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Weight: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ day 0. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that after the implantation of the lvad device the patient returned to the operating room and a surgical washout was performed. The patient had surgical hemorrhagic shock. A blood transfusion was performed and the issue was resolved. No additional information was reported.